Event description:
This is filed to report single leaflet device attachment/slda and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. It was noted enlarged atrium and visualization issues due to image quality. The first clip delivery system (cds) was deployed; however, the clip then became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). Therefore, a second clip was deployed to stabilize the slda. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. All available information was investigated, and a cause for the reported single leaflet device attachment/slda cannot be determined. The image resolution is related to procedural circumstances and due to image quality being suboptimal. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.